Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/ (B)(6). Batch: 7088817 / 7091393.

Event description:
It was reported that the patients ipg was no longer working as intended since lead revision procedure (MFR. Report no.: 3006630150-2021-06639). It was noted that the patients spinal cord stimulator (scs) device was also causing pain with movement and during sexual intercourse as well as bruising around certain activities. It was further noted that there was tenderness around the ipg and lead sites. The patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.